Event description:
User called into emergency support program (esp) line to request support with catheter restriction alarm that occured during intra aortic balloon therapy. User alaready have attempted troubleshooting. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. User also mentioned that they were going to pull the iab a little later, so they may end up just pulling it now. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).